Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00075. It was reported that the patient felt discomfort at the lead site, near the thoracic spinal region. The system was explanted at patient's request.